Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verabtim: it was reported by customer that "pt was injected with contrast but the scan was stopped due to the IV tubing outside the patient's arm blowing a hole in the side of the line.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.